Event description:
It was reported that a high output warning was listed on the remote transmission. Ventricular capture management was unable to determine a capture threshold. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.